Manufacturer narrative:
During testing channel 2 of the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact that the device, reads malfunction. This is not a reportable malfunction. However, during verification testing at the service ctr, channel 2 of the device alarmed with an e21 (battery charger timeout) error code.